Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact and evaluation codes: updated. One device was returned for investigation in relatively good condition. Functional testing was done where it was found that the hose attached to the heater was cracked and leaking. Root cause was most likely due to the age of the device with wear and tear. The heater was replaced and preventative maintenance was done. Device history review was not done as the device is past a year from the manufacturing date. Service history review identified that this device had not been in for service in the previous year.

Event description:
It was reported that the warmer was leaking and has a cracked hose on the inside. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.